Event description:
On (B)(6) 2009, the pt was assisted with clearing an e6 (mechanical error) on his insulin infusion device. He reported that about 2 weeks ago he noticed there was insulin in the cartridge chamber of his infusion device. He said he did not dry the insulin out. He said he has been getting e6 error since that time. He stated there were no leaks in the system and he uses room temperature insulin to fill the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.